Event description:
It was reported that this implantable cardioverter defibrillator (ICD) went into safety mode. It was noted that the patient underwent a procedure implanting a biventricular assist device (bivad). The health care professional (hcp) went to turn off the patient's tachycardia therapy on the ICD per orders, however, the device was discovered to be in safety mode upon interrogation. It was noted that the patient was experiencing very fine ventricular fibrillation (vf) but is tolerating the vf due to the bivad device. The hcp stated that on the telemetry they saw pacing spikes. Technical services (ts) explained it is possible to see pacing due to undersensing of the fine vf. The hcp stated they were able to program the tachycardia therapy off. Ts advised resolution. The device remains in use. No adverse patient effects were reported.